Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported per medwatch mw5106875 (report date: 16-jan-22): spontaneous, patient stated both pumps showed 'no disposable found'. Patient was able to resolve the issue by using backup cassette. No patient injury was reported.